Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako hip procedure at (B)(6) hospital, following acetabular reaming surgeon observed a screw <5mm in the patent's acetabulum. Inspection of the offset reamer handle one of the screws on the shaft of the handle was missing.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: during a mako hip procedure at (B)(6) hospital, following acetabular reaming surgeon observed a screw <5mm in the patent's acetabulum. Inspection of the offset reamer handle one of the screws on the shaft of the handle was missing. Device evaluation and results: visual inspection: visual inspection confirms missing 2mm x 0.4 stainless steel socket head x 6mm long (subcomponent of 207079 offset reamer outer shell). See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 3578993 and accepted into final stock on 05/24/17 through qt17-05-0089. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3578993 shows no additional complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a mako hip procedure at (B)(6) hospital, following acetabular reaming surgeon observed a screw <5mm in the patent's acetabulum. Inspection of the offset reamer handle one of the screws on the shaft of the handle was missing.